Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been experiencing heart pains. The patient was concerned the device may be the cause. The device remains in use. No patient complications have been reported as a result of this event.